Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer tried to bolus 5 to 8 units of insulin to treat high blood glucose level. Current blood glucose was 350 mg/dl. Customer also reported that they received insulin flow block alarm. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer also reported insulin pump error alarm. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.